Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain and for lumbar radiculopathy. It was reported that the spinal cord stimulation was working fine for a long time, but then she started having issues charging the implantable neurostimulator. The patient now has not charged the implantable neurostimulator battery for a long time. The patient wants to charge the implantable neurostimulator so that she can utilize therapy again. The patient had attempted to charge the implantable neurostimulator, but there was no telemetry with recharging and was only seeing the reposition antenna screen on the recharger. The recharger was fully charged. The last time that the patient was able to successfully charge the implantable neurostimulator was about (B)(6) of 2019. The patient was redirected to her health care professional to address the possible overdischarge. Additional information was received from a consumer regarding the patient on 2019-oct-15. It was reported that the circumstances that led to the difficulties recharging in (B)(6) of 2019 was that the implantable neurostimulator was not holding a charge and it was difficult to charge. They were not able to charge, and the patient is having a new implant done on (B)(6) 2019 to resolve the issue of the inability to connect to or charge the implantable neurostimulator. There were no further complications reported or anticipated.